Event description:
Reportedly, when the device was interrogated on (B)(6) 2013, it was noticed that the arrhythmia episode related to the shock delivered on (B)(6) 2013 was not available in the device memory. Other arrhythmia episodes concerning previous delivered shocks were stored; two mode switch episodes dated (B)(6) 2013 were also available. Clarifications were required.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.